Event description:
The customer received a blood glucose reading of 279 mg/dl from the breeze2 meter, re-tested on a different meter and received 125 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Control solution was sent to the customer for further troubleshooting. No product is expected to be returned at this time.